Manufacturer narrative:
This report is submitted on june 19, 2020.

Event description:
Per the surgeon, the patient experienced pain at the incision site where a haematoma had developed. The haematoma was successfully drained. The implant remains in-situ.